Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name- (B)(6).

Event description:
The customer reported a scope communication error (e228) during an inspection for use involving an olympus video system center. There was no patient injury reported